Event description:
Additionally, healthcare professional reported "flushing, heat (local), severe pain, breast enlargement, and seroma". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammatory process.

Event description:
Healthcare professional reported left side pain, redness, and "intense inflammatory process" with a suspended breast implant. The device has been explanted, at which time, a "ruptured elastomer capsule" was found.